Event description:
Related manufacturer reference number:2017865-2021-32493, 2017865-2021-32494. It was reported that the patient experienced infection. The pacemaker, atrial lead, and right ventricle lead were all explanted. Patient was stable.